Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of the patient reported the infusion set broke apart prior to use. According to the patient's mother, the patient's blood glucose levels rose to 302 mg/dl due to the interruption in insulin therapy.